Event description:
While in clinical use the pump was involved in an overdelivery. No additional clinical information was received regarding this event. No patient injury was reported. During benchtop evaluation by the hosp. Biomed. It was reported that free flow of solution was observed when the tubing remained in the pump and the unit was powered off.